Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, and h6. It has been over two (2) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the bending section cover. The clogging of the foreign material in the nozzle was not confirmed. The type of the material or root cause cannot be identified. A definitive root cause cannot be determined. There was no physical damage at the place where the foreign material remained. The event can be prevented by following the instructions for use which state: "IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis lucera elite gastrointestinal videoscope exhibited glue in the tube. The issue occurred during reprocessing. There were no reports of patient harm.